Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g4, g7, h1, h2, h3, h6, h10 h6: mechanical (g04) - drill complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows that tip of the reamer has fractured off and signs consistent with usage of device. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. It identified that the failure mode cannot be determined with certainty without higher magnification images. However, the optical images presented potentially show fracture artifacts that are suspected to be beach marks near the outer edge, suggesting a rotational fatigue mode of fracture. Suspected river lines in the center of the fracture indicating that the fracture culminated into overload mode before its final rupture. Root cause cannot be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device fractured. Attempts to obtain additional information have been made; however, no more is available.